Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer's daughter reported compact plus results of 450 mg/dl and 5 minutes later 180 mg/dl. Daughter gave her mother 12 units of novolin r based on 450 mg/dl, customer was not capable of self treatment. Also reported, "had to also give candy to try to bring reading down." About 3 hours prior, the meter read between 151 mg/dl-200 mg/dl, a normal range for the customer, and at that time the customer was given 2 units of novolin r. A request was made for the return of the meter and strips, replacement sent.